Event description:
There was an allegation of a questionable sodium electrode result for a patient sample tested on a cobas 6000 c501 module. The initial result was 168 mmol/l. The repeat result using a blood gas analyzer was 131 mmol/l. The initial result was released outside the laboratory. The patient was administered 5% glucose based on the result. The sodium level was then found to be too low, and the patient developed hyponatremia during the hospital stay. The patient has now been discharged. Refer to the medwatch with a1 patient identifier (B)(6) for additional samples involved in the event.

Manufacturer narrative:
The reagent lot number was requested, but it was not provided. The field service engineer (fse) replaced the rinse unit wash tubes, diaphragms of the vacuum pump, and inspected the rinse unit cuvette washing system. The fse then performed tests and confirmed proper functioning of the device. The investigation determined that the service actions resolved the issue.